Event description:
It was reported that interrogation of this pacemaker prior to use for any implant procedure noted the device had revered to safety mode. The field representative noted that the device was still in the box and that the hospital usually doesn't take boxed devices out of storage mode. The device was not used and will be returned. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that interrogation of this pacemaker prior to use for any implant procedure noted the device had revered to safety mode. The field representative noted that the device was still in the box and that the hospital usually doesn't take boxed devices out of storage mode. The device was not used and will be returned. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.